Manufacturer narrative:
(B)(4). The product has been received by zimmerbiomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the instruments were found during cleaning/processing. One tasp was fractured. There was no patient involvement.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   H6-component code- suggested code: mechanical (g04) - provisional bottom. Visual examination of the provided pictures identified fractured tasp bottom. Only the tasp bottom was returned for evaluation, however, product infomation cannot be extracted as half of fractured piece was missing/not returned. Part and lot identification are necessary for review of device history records, neither were provided. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. Complaint history review cannot be performed without product identification. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. Complaint was confirmed based on product evaluation and provided photos. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.